Event description:
During an industry conference, a fujifilm representative learned of a scope issue that had occurred at (B)(6) hospital. According to a press release fujifilm located from the internet, an issue was reported by a staff member in late (B)(6) after a dark substance was noticed on a scope, indicating that the scope had not been properly cleaned, as stated by the (B)(6) hospital. The (B)(6) further stated, "there's a special chamber in (the scope) that the technician was not aware of in terms of the cleaning process." The technician was re-trained as well as the rest of the team. Officials reviewed their internal logs and medical records and identified 10 patients, who, along with their physicians were informed of the incident. (B)(6) is covering testing costs. The dark substance was believed to be blood.

Manufacturer narrative:
Fujifilm was not made aware of this incident. Only during a casual encounter at an industry conference was fujifilm made aware of the incident. Since learning of the incident, fujifilm determined from a staff member that the endoscope involved was most likely a therapeutic gastroscope; and based on the location where the staff member is employed, fujifilm was able to determine that the scope involved with the issue was most likely an eg-450ct5 (sn: (B)(4)). The eg-450ct5 is designed with a "special chamber" (water-jet channel). Given that this is a therapeutic gastroscope, blood is generally present as a result of the clinical procedure associated with this device. Internal records would indicate that the customer had been trained at the time the devices were installed and a review of the operation manual confirmed that adequate instructions were provided on how to properly clean and reprocess the endoscope, including the water-jet channel. The root cause for this incident is due to user error. (B)(6) hospital has implemented corrective actions to prevent further recurrence. They have not returned the scope to fujifilm for repair and would seem to be in working order. This report is being submitted as a medical device report in an abundance of caution.